Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was unable to load a new cartridge to resolve the issue because the cartridge alarm recurred. Resolution ¿ cts did not send replacement pump as recommended by script, as customer already got a replacement and just needs to set it up. The customer reverted to an alternate method for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.